Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device is an instrument, not implanted/explanted. Subject device has been received and evaluations have been conducted. The manufacturing records were reviewed and no complaint related issues were found. A product development evaluation was completed and concluded: evidence indicates improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. Placeholder.

Event description:
(B)(6) spine product manager reports and event occurred on (B)(6) 2011: during an l5-s1 decompression and fusion procedure, the surgeon was familiarizing himself with the matrix threaded persuader ((B)(4)) prior to reducing the rod. As he was tightening the persuader, the inner tube jammed. The surgeon then used a new matrix threaded persuader to complete the surgery with no further problem. Consultant examined the persuader following the case, and found the black inner cap was broken around the threaded edges. Small pieces from the black cap broke off and wedged between the inner tube and the outer tube of the instrument, causing it to jam. (B)(4).